Manufacturer narrative:
Added device manufacturing date.

Manufacturer narrative:
Conclusion: review of the investigation results indicate the reason for the failed repair may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this annuloplasty ring, the physician noted that the leaflets did not coapt well enough to work. The physician felt that the patient's tissue wasn't long enough to coapt. During the same procedure, the physician explanted the device and implanted a bioprosthetic valve successfully. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.